Event description:
As reported by hospital, the nurse was attempting to insert the guidewire for placement of a PICC device: the guidewire was placed in through the introducer needle hub, then the introducer needle was withdrawn backwards in order to prepare for the sub-cut at the insertion site. As the plastic introducer was passed through the sub-cut, it was difficult to introduce and became bowed as an attempt was made to introduce it into a vessel. At this point, the introducer was removed but the guidewire would not withdraw. As the nurse continued to pull on the wire, the flexible tip became unwound and the distal tip was still in the insertion site. When the wire was removed, an x-ray revealed an object (wire fragment) at the insertion site in the vein wall. Based on recommendations by the consulting cardiovascular surgeon, the decision was made to leave the fragment in place. The device sample has been disposed of at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. In addition, the guidewire supplier (lake region mfg) reviewed their associated device history records for the applicable component lot and found that the lot was released meeting all specifications related to manufacturing, inspection, and packaging of this device. There have been no previous complaints reported against lot 1299341. A review of the 2009, facility, complaint report was performed for the vaxcel pasv PICC product family for the failure modes of guidewire broke and guidewire stuck in pt. No adverse trend was noted. The exact root cause for this incident cannot be determined due to the fact that the product sample was disposed of at the hospital. Based on the info provided by the end user, it appears that the device was used appropriately. The document reviews conducted by both facility, and the manufacturer of the guidewire (lake region mfg.) Give no indication that this incident was the result of a manufacturing or design related issue. It is possible that the guidewire became damaged due to unforeseen anatomical/procedural complications; however, this cannot be determined from the event info provided.